Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a gastric sleeve procedure, the device was used and patient incurred tissue damage, wherein the patient had fistula with infiltration accompanied with fever. In order to resolve the issue, exploratory laparotomy with esophageal prosthesis positioning was done. Patient is alive.